Event description:
It was reported during in clinic interrogation of the implantable cardioverter defibrillator that device data was received, but unable to be read. Electromagnetic interference was suspected but unable to be confirmed. The issue was resolved without intervention at later device check. There were no patient consequences.